Event description:
It was reported that the insulin pump alarms motor error. Customer's blood glucose reading is 164 mg/dl. Assisted customer with clearing the alarm. Customer is able to rewind the insulin pump. Displacement test passed. Customer stated that motor error alarm occurs during bolus delivery. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.